Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. Evaluation of the sample indicates that silicone tubing of the pumping segment was not attached to the upper pumping segment fitting correctly. The silicone tubing shows an uneven cut at the top of the tubing and the fitment collar that is supposed to be at that location is missing. Further inspection of the tubing under magnification does not indicate that tubing collar was applied to the assembly because there is no indention in the tubing showing evidence that the collar was added to the assembly. A device history record review for model 10802688 lot number 21069557 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 01jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that the union of the silicone tubing to the upper pumping segment fitting was not assembled correctly. The physical appearance of the silicone tubing suggests that during the assembly of the tubing to the fitting, there was a misalignment of the attachment collar or the device that applies the attachment collar was not loaded correctly and not applying the collar to the assembly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd grav 10dp ckv 3 y-site dehp free had the components separate. The following information was provided by the initial reporter: "it was reported by the customer that they are experiencing another tubing failure. "